Event description:
Caller reported damage to charging cable and wall adapter for tandem device. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies with a two-day shipping service.